Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited elevated pacing impedance measurements on the right ventricular (rv) channel from 880 ohms to 1340 ohms. All other lead measurements were appropriate. A boston scientific technical services consultant documented and discussed further testing. A revision procedure was subsequently performed and the rv lead and device were removed from service and replaced. No additional adverse patient effects were reported.